Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019, however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the consumer reported that when removing the tampons, the strings were thin and shredded. The tampons appeared to have bits and pieces missing and left residue of cotton which caused recurring yeast infections. She had multiple visits to urgent care where she was diagnosed with chronic yeast infection.